Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message issue was reported with the abbott diabetes care (adc) device. A customer reported encountering a "sensor error" error message with the adc device and the customer was unable to obtain glucose readings. As a result, the customer became hypoglycemic and self-treated with glucose. Subsequently, the glucose level measurement of 60 mg/dl did not increase after the treatment of glucose, so the customer called an ambulance. The customer had contact with a healthcare professional who obtained a 180 mg/dl glucose test and provided long-acting insulin (dose unspecified) as a counter treatment for the diagnosis of hyperglycemia. There was no report of death or permanent impairment associated with this event.